Manufacturer narrative:
Per the t:flex user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 216 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge onto the pump and insulin was observed exiting the tubing. Reportedly, the customer had been using a u200 insulin in the cartridge. Tandem technical support informed the customer that the insulin was not labeled for use with the pump. The customer acknowledged the information. The customer was to complete the load fill sequence and change the infusion set site.